Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer would perform the fill tubing sequence while disconnected and observe insulin exiting the infusion tubing. The customer alleged there was an underlying pump issue causing the occlusion alarms. The customer was eventually able to successfully deliver a 12 units bolus without an additional occlusion alarm occurring. The customer's blood glucose level was not impacted.